Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced prolonged hypoglycemia while using the ilet, with continuous glucose readings reaching 53 mg/dl for approximately 2.5 hours overnight after entering a smaller-than-usual lunch while receiving correction doses; troubleshooting and education were provided, therapy was resumed after a factory reset, and new supplies were applied. Symptoms included asymptomatic low glucose without reported clinical sequelae. Outcomes included no hospitalization and successful restoration of therapy with training scheduled. Investigation included guided troubleshooting, a factory reset, device-phone re-pairing, replacement of disposable supplies, and user education on reset best practices. Investigation of this case revealed no device malfunction or component failure identified during support interactions, with the hypoglycemia cause remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.